Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 252 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 88 mg/dl and 107 mg/dl. During troubleshooting, the integrity of the test strips was determined to be in range. The consumer was educated on these directions for use at the time of call. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.